Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus vietnam (ovn) for evaluation. Based on the evaluation of the ovn, the cause of the reported event was the malfunction of the printed-circuit board.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the subject device did not function during preparation before an unspecified therapeutic procedure. The service department of olympus (B)(4) checked the subject device and found that the subject device could not function and could not stop the alarm sound due to the damage of the electrical circuit board. There was no report of patient injury associated with this event.